Event description:
It was reported that during implant preparation an attempt to reform the capacitor was performed. During the first attempt, a message of long communication, telemetry break appeared on the screen. A second attempt yielded a result of 0.0 second charge time, therefore, the device was re-interrogated. During the re-interrogation process, the device went into safety core. No patient involvement. The device will be sent in for further analysis.

Event description:
It was reported that during implant preparation an attempt to reform the capacitor was performed. During the first attempt, a message of long communication, telemetry break appeared on the screen. A second attempt yielded a result of 0.0 second charge time, therefore, the device was re-interrogated. During the re-interrogation process, the device went into safety core. No patient involvement. The device will be sent in for further analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, review of the device memory found that the device experienced three system resets. Following the resets, the device reverted to safety mode. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Charges at different values were initiated. All charging currents were acceptable and the capacitors were able to charge to the expected values. The battery was reattached to the circuit. The voltage and current was monitored during various charges with no anomalies noted. Detailed battery analysis was also performed which did not reveal any anomalies. The root cause of the 0.0 second charge time and safety mode was unable to be determined.